Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: initially, the client noted that while in use, there was an alarm indicating the co2 sensor was unavailable. Consequently, they disabled the co2 sensor from the menu since it wasn't being utilized. Subsequently, they observed that they couldn't restart the ventilation system, as the "start vent" button was inactive and remained dark grey. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer(B)(4).

Event description:
The following was reported to hamilton medical ag: initially, the client noted that while in use, there was an alarm indicating the co2 sensor was unavailable. Consequently, they disabled the co2 sensor from the menu since it wasn't being utilized. Subsequently, they observed that they couldn't restart the ventilation system, as the "start vent" button was inactive and remained dark grey. No patient involvement.